Event description:
Event reported as, "the patient has found recently that after band adjustment there was no satiety felt. It was noted by the clinic that fluid loss was occurring from the band within a week of adjustment. The patient was booked for surgical review and replacement of access port. During surgery, the access port was checked and showed no leak. On further inspection a significant hole was noted approximately 10 cm from the end of the tubing. When it was gently touched by the surgeon, the tubing broke in half. The remaining tubing then went back into the patient's abdomen due to the short remaining length. The patient then required a laparoscopy to retrieve the tubing. It was only just long enough to repair externally. The surgeon was concerned that a band revision may have been required. Additional time on operating table required." The lab-band and access port remain implanted. The tubing was replaced and will be returned.

Manufacturer narrative:
Taper I. The product associated with this report will not be returned as the device was not explanted. The piece of tubing that was removed will be returned but has not yet been received at this time. Based upon the serial number and implant date provided by the reporter, the connection type is assumed to be a taper I. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." "Caution: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage." "Care must be taken during band adjustment to avoid puncturing the tubing which connects the access port and band, as this will cause leakage and deflation of the inflatable section."